Event description:
The user facility reported that during a therapeutic procedure, two clips were said to have fallen off inside the endoscope before they were deployed. The location of the clips were not specified. Multiple attempts were made both via phone and in writing to gather additional information from the user facility regarding the event without success. There has been no other significant additional information provided.

Manufacturer narrative:
A total of three clip devices referenced in this report were returned to olympus for evaluation, and have been forwarded to the original equipment manufacturer for evaluation. The cause of the customer's report cannot be determined at this time. If further significant additional information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.